Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a bad downstream occlusion sensor (dso), there was an lcd issue and a boot up error code 11003. There was no patient involvement.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the reported issue was able to be confirmed. An air bubble was found in the downstream occlusion sensor cover seal. In addition, the pump had a cracked lcd, and error code 41541. The downstream occlusion sensor was replaced as well as the lcd, and latch/lock flex strip. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.